Manufacturer narrative:
An event regarding revision involving an unknown rejuvenate modular device was reported. The event was confirmed. Device evaluation was not performed as no devices were received. A review of device history records could not be performed as the reported device was not properly identified. Similar events have occurred for the rejuvenate modular product family. These events were determined to be associated with (B)(4). No further investigation is required.

Event description:
Failed total hip arthroplasty.

Event description:
Failed total hip arthroplasty.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown rejuvenate modular neck an evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer .